Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences stinging pain at his scs ipg pocket site when the site is pressed upon. The patient states he was hit in the back with a screen door as it closed too fast. X-rays identified the scs lead has migrated. Surgical intervention has been scheduled to address the issue.